Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after seven years eight months, CT abdomen demonstrated filter legs protrude from the lumen of the ivc contacting the posterior aspect of the aorta and the duodenum as well as the paraspinal soft tissues. Subsequently after twenty days, the patient experienced lower abdominal pain and CT abdomen demonstrated ivc filter was dislodged and was outside the ivc. Hence, the patient was awaiting to get the filter removed. Later in the reevaluation, demonstrated ivc filter was stable was with the legs again extending outside the lumen of the ivc. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts perforated into the organs. The patient presented with lower abdominal pain. In the CT abdomen, it was noticed that the ivc filter was dislodged and was outside the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.